Manufacturer narrative:
(B)(4).s

Event description:
It was reported the patient was without stimulation. An impedance check showed all lead contacts to be within normal range. X-rays did not reveal any anomalies. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced. The patient reported effective stimulation therapy postoperative and the reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.